Manufacturer narrative:
Device passed the displacement test. Blank display not confirmed. Device failed the sleep current test and active current test due to corroded battery tube. Device failed the self test due to no vibration caused by moisture damage on the harness assembly vibrator. Device received with scratched case. Device received with pillowing keypad overlay. Device received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Troubleshooting was done and the display did not return after the restart. No harm requiring medical intervention was reported. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.